Manufacturer narrative:
Correction and additional information in h10 (additional manufacturer narrative) the reported complaint that the thermogard ivtm system (sn (B)(6)) displayed tcmid:02 (ce danfoss error) was confirmed in the event log but not during functional testing. No device malfunction was noted during the testing at zoll, and the system functioned as intended. During service, upon the customer's approval, the danfoss module, wire harness assembly, pic 16, and wire harness assembly cooling engine were replaced as a precautionary measure.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
Customer reported that the thermogard ivtm system (serial #(B)(4) displayed "tcm ID:02" (ce danfoss error) error message after powering on. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was evaluated at the customer site. The reported complaint that "the thermogard ivtm system (serial #(B)(6)) displayed "tcm ID:02" (ce danfoss error) message" was confirmed in the system's event log but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, multiple tcmid:02 error messages were noted, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint of tcmid:02 was not reproduced. The wh-ce, wh pic16, danfoss module and pic16 were inspected, no issue was found, following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.